Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
The customer reported the ventilator failed hardware testing. The ventilator was not in use on a patient at the time of the reported problem therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the customer reported problem. The service technician replaced the power supply to correct the findings. Failure analysis of the power supply at the factory revealed an open 10 amp fuse. The open fuse may cause a loss of valve operation in the ventilator and go vent inop if it were to occur during use. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.